Event description:
It was reported that the device reached elective replacement indicator (eri) and had early battery depletion. A review of data from the device indicated that the eri was due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was received and analyzed. The elective replacement indicator (eri) was due to high battery impedance logged on (B)(4) 2011 prior to explant. Ramware version 8 installed (B)(4) 2011.